Manufacturer narrative:
B5 : product returned. Exterior physical visual inspection: passed. Voltage measurement: failed zero vdc. D9 : yes. Returned to manufacturer. H3 : yes. Evaluation summary attached. H6 : 10, testing of actual/suspected device.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed at zero vdc.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined signal loss. In addition, the probable cause of the signal loss was determined to be the app crashed. The reported event of a pairing failure is reportable based on the finding of the app crash. No injury or medical intervention was reported.